Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin cancer, headaches, difficulty breathing. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin cancer, headaches, difficulty breathing. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory observed the following from an external and internal inspection: scrapped device was stamped on the top enclosure, this device is not scrapped and will be put into long term retention. A tapelike substance was also seen on the top enclosure. Unknown particles were on the dc jack color insert and the rear panel. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, blower box cap, blower motor, and the blower box. Hairlike fibers on the blower box. Evidence of liquid spots with potential mineral deposits on the blower box cap, blower motor, blower box, and the rear panel. The device was returned missing the accessory module and sd (secured digital) cover flip doors, sd card, and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. In box a: patient identifier has been corrected. In box d: device third party, device avail for eval, date returned has been updated. In box e: reporting institution name is corrected, reporter first name and reporter last name corrected as blank. In box g: report source - other has been updated. In box h: health impact grid has been corrected. In box h: device evaluated by mfg, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.